Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were 2 small air bubbles near the luer lock. Reportedly, the customer started to prime the tubing to remove the air bubbles. However, the customer declined to finish priming the tubing as the bubbles were reportedly small. Blood glucose was in the upper 400's (mg/dl).